Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
It was reported that 2 implants were placed at tooth sites 26 and 27. The implant at tooth site 26 was inserted without any issues. However, during placement of the second implant at tooth site 27, a sinus membrane perforation occurred. The implant was successfully retrieved from the sinus. To avoid potential complications, the clinician decided to remove the first implant at tooth site 26 as well and proceed with a bone grafting procedure and wait. No other implant was placed in the same procedure.